Event description:
It was reported that the catheter tip fractured and remained inside the patient. The occluded target lesion was located in the mildly tortuous and severely calcified left superficial femoral artery. A 135cm rubicon 35 was selected for use. During the procedure, it was noted that the device tip fractured. The tip remained inside and was jailed using a stent and the procedure was completed with another of same device. No patient complications were reported, and patient was fine post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The devices shaft showed damage in the form of a separated tip. A bent shaft was also confirmed located 76cm from the hub. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.